Event description:
The customer reported that he smelled insulin in the reservoir compartment. The caller mentioned that the insulin pump was exposed to rain and got wet. The blood glucose reading was 168mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.